Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that this 14mm pulmonary valved conduit had an activated temperature indicator. It was then confirmed that the device was implanted. The surgeon was informed prior to use of the device that the conduit should not be used if the temperature indicator is activated. Subsequently 8 days later, the valve was explanted. The reason for replacement was reported as the valve "was too big". It was reported that prior to use, the valve was stored in the operating room with constant temperature, on an open cart. It was stated that the operating room was thermostat controlled and the valve did not experience known extreme temperatures. It was noticed that the temperature indicator had been activated after being on the shelf for approximately 3 weeks and some other valves stored in the same location had indicators which started to activate but were not fully black. It was reported that the valves with temperature indicators which were not fully black, have been like that for awhile with no change and were on the self prior to the hancock. No additional adverse patient effects were reported.